Event description:
It was reported that approximately 53 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, pain and osteolysis. No further issues or complications were reported. No additional information is available.